Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, there was resistance during insertion of the 16fr esheath+ into the patient during a right-transfemoral tavr procedure. The physician did not fully insert the sheath. There was resistance during insertion of the commander delivery system and 29mm sapien 3 ultra resilia valve through a 16fr esheath+. As the physician did not have the sheath fully inserted, they believed this caused the sheath to kink which led to the valve getting stuck in the sheath. The valve could be seen "externalizing on fluoro". The valve began protruding from the side of the sheath, but forward pressure was stopped before the valve fully exited and caused harm. The devices were withdrawn as one unit. A sheath puncture was present at the strain relief of the sheath. Damage to the other devices was not observed. A second system, valve, and sheath were prepared. The second valve was implanted in the aortic position without issue. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on administrative review. The following sections of this report have been updated: h10.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liner partially expanded starting at the distal strain relief for approximately 3.5" in length. The remaining liner is unexpanded, and the distal tip is unopened. A puncture in the strain relief approximately 0.75" from distal strain relief is present. Indentation, approximately 0.25" in length, is present along the strain relief by the puncture. Engineering removed strain relief to visualize the valve stuck in sheath approximately 2" from the comnut. There is a liner tear location aligning with strain relief puncture and partial liner delamination along liner tear. To functionally test the device, engineering advanced the associated 29mm commander delivery system/crimped thv through the sheath, and the following was observed: liner fully expanded and distal tip opened as designed. As the sheath was fully expanded/tip was opened as designed, no dimensional testing was performed. Device imagery was provided for review and the following was observed: a sheath puncture is present at the strain relief. No observable kink is present. Imagery of the patient's anatomy was provided, and the following was observed: patient's right access vessel had presence of tortuosity and calcification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 16fr esheath+ puncture was confirmed. In this case it was reported that the as the sheath was not fully inserted, they believed this caused the sheath to kink which led to the valve getting stuck ("binding") in the sheath. Non-coaxial advancement trajectory due to sheath instability could create a confined environment thereby increasing interaction between the crimped valve and inner sheath lumen, resulting in the strain relief to be punctured. Additionally, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks. High push forces coupled with non-coaxial advancement trajectories can lead to strain relief punctures due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests that procedural factors (valve caught on strain relief) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.